Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse disconnected, inspected, and reconnected the cable connections to j10 and j11 (shoulder brake and boom brake). The fse performed boom sine cycle and no further errors were triggered. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a loosely connected or inadequately seated internal cable at the j10 or j11 junction. This issue can be resolved by contacting isi and having the fse check the cable connections.

Event description:
It was reported that during a training/demo of the da vinci system, customer stated that they had 32100 errors at power up during an in-service. Customer power cycled the system and the 32100 errors persisted when they tried to move the joystick. There was no report of patient involvement.